Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Additionally, the instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument failed the electrical continuity test.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted abdominoperineal surgical procedure, the fenestrated bipolar forceps had a broken cable. The procedure was completed with no reported injury.